Manufacturer narrative:
Service was dispatched. Beckman coulter field service engineer (fse) reported issue caused by an intermittent buffer valve failure. Fse replaced the valve to resolve the issue.

Event description:
The customer reported the au5800 chemistry analyzer had erroneous high sodium (na) results. Customer reported 30 erroneous high na results were generated. Customer reported the issue was intermittent. The erroneous results were not reported out of the lab. There was no change in patient treatment. The customer did not provide qc data.